Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, radiographs revealed the diaphyseal segment had fractured. A revision procedure was performed on (B)(6) 2013 and the proximal femoral component, femoral head and diaphyseal segment were removed and replaced. Additional information received in patient medical records indicates the procedure performed on (B)(6) 2011 was a revision procedure to remove a fractured proximal femoral body. A review of invoice history revealed that the initial orthopedic salvage procedure was performed on (B)(6) 2006. Patient medical records further indicate a second revision procedure occurred on (B)(6) 2013 due to pain and recurrence of fracture of the implant. The proximal femoral component and femoral head were removed and replaced with a custom intercalary segment, proximal femoral body, and femoral head.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6) 2011. Subsequently, radiographs revealed the diaphyseal segment had fractured. A revision procedure was performed on (B)(6) 2013 and the proximal femoral component, femoral head and diaphyseal segment were removed and replaced.

Manufacturer narrative:
Evaluation of the returned component found the diaphyseal taper has fractured at an approximate 70 degree angle from the longitudinal axis. Although post fracture damage obfuscates most of the fracture surface, a fracture origin is suggested by remaining artifacts. The taper edge has evidence of fretting. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient enrolled in a clinical study underwent a total hip reimplantation on an unknown date in 1981. Subsequently, patient underwent a revision procedure on (B)(6) 1995. It was further reported patient underwent an irrigation and debridement procedure on (B)(6) 1996. Subsequently, patient underwent revision procedures on (B)(6) 1996 for unknown reasons. It was further reported patient underwent a revision procedure on (B)(6) 2006 due to periprosthetic fracture. Subsequently, radiographs revealed the diaphyseal segment had fractured. Patient underwent a revision procedure on (B)(6) 2011 due to stem component fracture. It was further reported patient underwent a revision on (B)(6) 2013 due to pain and fracture of the femoral component. The proximal femoral component and femoral head were removed and replaced with a custom intercalary segment, proximal femoral body, and femoral head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 MDR's filed for the same event (reference 18250342013-00342 & 04633 & 2014-00803 & 02970 / 02972).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 6 mdrs filed for the same event (reference 18250342013-00342 & 04633 & 2014-00803 & 02970 / 02972).